Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket / 510(k): k141597.

Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket/510(k): k141597. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 100 mm in length and extended from a position 2 mm distal of the proximal markerband to 14 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 100, 75 cm mustang balloon catheter was advanced for dilation. During second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.